Event description:
It was reported there was a problem with the patient programmer. The hcp was unable to adjust stimulation. A display showed "call your doctor" icon. The hcp indicated an out of regulation (oor) condition occurred. The hcp stated there was no stimulation sensation following a fall. It was noted implantable neuro stimulator (ins) battery was at 3.890v. Impedance measurements are as followed: electrode impedance performed at 0.7v: >10,000ohms, 706-901ohms, 737-932ohms, 701-949ohms, 737-944ohms, 764-965ohms, 706-935ohms, 725-904ohms, 731-976ohms, 701-976ohms, 732-992ohms, 764-971ohms, 847-1025ohms, 846-1025ohms, 846-1025ohms, 757-994ohms, 741-1003ohms. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).